Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'will not turn on when blue key is inserted' which was reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck upper latch switch. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on when the blue key was inserted and did not produce a load set screen. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.